Event description:
Complaiant alleged that during the transport of a 66 year old male pt who was scheduled to undergo an arteriogram, the device display went blank. The complainant indicated that there was no adverse effect on the pt as result of the reported malfunction.